Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank screen. Corrosion was observed on the display screen inside the pump; a leak test failed due a display lens leak. The pump¿s cover was removed and corrosion was found to the u23 eeprom component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.